Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 38mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 8.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The balloon was removed and completed the procedure with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 8.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The balloon was removed and completed the procedure with another of the same device. There were no patient complications reported.